Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high capture threshold due to lead dislodgement. The reported lead explanted and replaced on (B)(6) 2023. The patient was in stable condition.